Event description:
A falsely depressed calcium (ca) result, flagged with below assay range, was obtained on a patient sample on a dimension exl with lm instrument. The falsely depressed result was not reported to the physician(s). The patient sample was repeated on the original instrument, recovering higher. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca result.

Manufacturer narrative:
An outside of the united states (us) customer contacted a siemens customer care center and reported that a falsely depressed calcium (ca) result was obtained on a patient sample on a dimension exl with lm instrument. Quality controls (qcs) were acceptable on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse checked sample probe and reagent 2 (r2) probe alignment and replaced the sample and r2 metering pumps. The cause of the falsely depressed ca result is unknown. Siemens is investing the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00228 on 09-sep-2022. Additional information (20-sep-2022): siemens further investigated the incident and concluded that this event is not a reagent lot or method issue. In addition to the activities listed in the initial report, in subsequent visits, the siemens customer service engineer (cse) replaced sample probe, sample ultrasonics transducer, and sample drain. The cse also performed alignments and cleaned the reagent 2 (r2) drain. Siemens further investigated the issue and stated that the issue was resolved by replacing the sample drain. The component code and investigation conclusions code in section h6 were updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.